Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220803 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when shuttling the sealant down of a 5f mynxgrip vascular closure device (vcd), "the white stick piece" came back with an unknown sheath. The device was removed and manual pressure was held for 21 min; outcome was successful. The mynx vcd was used in an interventional pelvic embolization procedure with an antegrade approach. A non-cordis sheath was used for the procedure and was not kink/bent after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not morbidly obese. The user is trained to the device. The mynx vcd was stored and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when shuttling the sealant down of a 5f mynxgrip vascular closure device (vcd), "the white stick piece" came back with an unknown sheath. The device was removed and manual pressure was held for 21 min; outcome was successful. The mynx vcd was used in an interventional pelvic embolization procedure with an antegrade approach. A non-cordis sheath was used for the procedure and was not kink/bent after removal. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not morbidly obese. The user is trained to the device. The mynx vcd was stored and prepped according to the instructions for use (IFU). The device storage temperature did not exceed 25 °c. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter shaft with the sealant abutting the advancer tube¿s distal tip. It was noted that the sealant sleeve was not fully pushed back to the shuttle handle, which indicated that the shuttle cartridge may have not been completely advanced and contributed to the reported failure. The procedural sheath was not returned with the device. The device was improperly packed in a plastic bag for returning which caused the kinks in the outer cartridge tubing as received. No other visual damages or anomalies that may have contributed to the reported failure were observed. Per functional analysis, the advancer tube was manually retracted and found properly engaged to the proximal tamp lock, which matched the intended use per the mynxgrip instructions for use (IFU). No functional non-conformities were observed. Per dimensional analysis, the advancer tube¿s length and slits, and the distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2220803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.